Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00276. (Collagen corporation #1026285). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was skin tested in the right forearm on 16 aug 1999, and again in the left forearm on 1 sept 1999. The results of both tests were negative. In 1999 the pt was treated with one formulation of product in the nasolabial folds and a second formulation of product in the glabella and the periorbital areas. The pt presented on 22 nov 1999 with erythema at the glabellar and periorbital treatment sites (exact date of onset not known). The physician diagnosed hypersensitivity, and intralesional kenalog was injected into the sites. Two days later the symptoms extended to the nasolabial folds and the test sites. On 29 nov 1999, the pt received intralesional kenalog at all the treated sites and was prescribed claritin and a prednisone dose pack. The pt was seen on 6 dec 1999 and told to continue the oral medications. On 20 dec 1999, additional intralesional kenalog was given. As of 29 dec 1999, the physician stated the pt's condition has been improving slowly.